Event description:
It was reported that the patient had cardiac failure workup, which was stated to be not related to the device, as it was for ventricular assist device (vad) rpm adjustment. The patient was hospitalized from (B)(6) 2023 and had a cardiac catheterization performed.

Manufacturer narrative:
H6: hemodynamic instability e2343. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number, (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also provides recommendations on determining the optimal fixed speed that will provide the desired level of cardiac support for each patient. The fixed speed setting is based on changes in ventricular shape and function, and the patient's physiological response to changing pump speeds. The final decision is ultimately dependent on the physician's clinical judgement and will vary from patient to patient. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient's condition remained unchanged after treatment. The patient did not present with any symptoms. It was also noted that the heart failure was the patient¿s primary disease and there were no other device malfunctions or health issues.